Event description:
It was reported that during the pre-use check, a stain and a scratch were found in the product. No patient involvement.

Manufacturer narrative:
Other text: additional information h6, h10. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms#(B)(4). No problems or issues were identified during the device history record review. One sample was received within the original package with unsealed package. Visual inspection confirmed that there were stains on the piece and scratch on the tube tip. No other analysis was performed. The root cause was related to the manufacturing process. Customer complaint notification was performed to production personnel as awareness to failure mode reported.